Event description:
It was reported that we have also had recently a series of trachs that the cuff is nearly impossible to inflate despite excessive pressure ? All of the water volume remains in the pilot balloon. No patient involvement.